Event description:
Reporter alleged blood glucose meter was reading erratically. It was stated glucose measured 245 mg/dl at 5:30 pm and then 3.5 hours afterwards when customer had eaten, the result was 245 mg/dl again. Customer stated today blood glucose measured 250 mg/dl back to back with a result of 130 mg/dl when testing was performed within 5 mins of each other. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.